Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: a distal fiber breakage, dents on distal edge, cracks on side of video connector and the light transmission failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigidvideoscope exhibited a distal fiber breakage, dents on distal edge, cracks on side of video connector, light transmission failed. There was no patient involvement.